Event description:
It was reported that the patient presented for follow-up in the clinic. It was noted that the implanted right atrial (ra) lead was dislodged. Chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted on (B)(6) 2025. The patient was in stable condition.